Event description:
It was reported that during a procedure the ultrasonic scalpel was removed from the patient to be cleaned. As the device was being cleaned, the jaw broke off of the device. Another scalpel was retrieved to complete the procedure and no patient injury was reported by the user facility.

Manufacturer narrative:
A visual inspection of the returned device revealed that the teflon pad had an indention, the blade was broken off and returned, and the blade was gouged. Based on the damage observed, the most likely cause for the report was determined to be an impact of the jaw with a solid surface or object. Stryker sustainability solutions' instructions for use state, "avoid contact with any and all metal or plastic instruments or objects during instrument activation. Contact with staples, clips, or other instruments during instrument activation may result in premature blade failure, resulting in generator solid tone or instrument error." A review of the lot control sheet for the reported device serial number indicated the device passed all inspections. The reported event is not occurring more frequently or with greater severity than is usual for the device.